Manufacturer narrative:
Concomitant medical products: 41968 lead, implant date: (B)(6) 2010, 5076-52 lead, implant date: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements, noise and delivered multiple in appropriate shocks. The pace/sense portion of the lead was programmed off and the high voltage portion of the lead remains in use. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.